Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had dislodged. Also there were high right ventricular lead pacing thresholds and r-waves were smaller than at implant one day prior. The lead was removed, the helix was cleaned and inspected, and the helix was then exercised then reimplanted to the right ventricular apex. No patient complications were reported as a result of this event.